Event description:
It was reported that a spectrum pump failed downstream occlusion testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "pump has failed the downstream test several times on different lines" was not reproduced. Downstream testing was performed during evaluation and the device passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event.. The reported condition was verified. The cause of the condition was the downstream sensor out of specification. The downstream is required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.